Event description:
A customer in the united states notified biomérieux of delayed results due to the misidentification of a sample in association with the vitek® ms instrument (ref. 410895, serial number (B)(4). The customer faced a misidentification issue with the external qc of the candida glabrata. The field service engineer (fse) was onsite and completed the linear detector replacement, ion optics cleaning, and alignment verification. The customer stated that the instrument is performing better since the fse visit. The customer stated they encountered no problems with identifying yeast samples. The reported misidentification led to a delay in rendering a result, though the customer did not provide information regarding the length of the delay. The worst case is considered. As it was an external quality control, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification in association with vitek ms instrument (ref (B)(4), serial number (B)(6). Investigation complaint analysis and device history record: as of the time of this investigation, no other similar complaint has been recorded (candida glabrata misidentified as c candida kefyr or aspergillus thermomutatus). Fine tuning: according to vilink alert tool criteria, a fine tuning was needed during tests made on 15 may 2022. Spot preparation quality: the calibrator ¿all peaks¿ values was quite heterogeneous; indicating spot preparation by the user was not optimal. Knowledge base review: candida glabrata is present in the vitek ms kb v3.2. Customer data analysis: by reprocessing the customer data with vitek ms kb v3.2, one spectra led to no identification results and one spectra led to a low discrimination to candida kefyr ¿ aspergillus thermomutatus. The potential misidentification (low discrimination to candida kefyr ¿ aspergillus thermomutatus) was obtained with a low identification score (-0.37 / -0.35) which is close to the acceptable limit for giving a ¿no identification¿ result (-0.4). In addition, the number of peaks for this spectra is very low (32) which is near to the acceptable limit (minimum 20 for fungi) and the resolution is also very low (333). These findings could be certainly linked to a non-optimal spot preparation. Regarding the "no identification" result, the system did not provide any misidentification and informed the customer that the strain could not be identified. However, the identification issues could also be due to the instrument, as after fse actions onsite (linear detector replacement, ion optics cleaning and alignment verification) the customer stated that instrument performance is improved with no problems identifying yeast samples. For information advice is provided in the vitek ms workflow user manual 161150-1377 ¿ b, in the ¿preparing the specimens¿ part: ¿*specimen preparation failure: bad spotting (insufficient or excessive quantity of colonies) can lead to no identification (no ID) or misidentification (misid). If none of the vitek® ms-ds target slide positions for an isolate yield satisfactory identification results, check the appearance of the deposits (for example, the deposit has been spread outside the well limits, the deposit peels off from the vitek® ms-ds target slide). If contamination or poor crystal formation could have been the cause of the unsatisfactory results or if no matrix was added, use a spot on a new acquisition group and repeat the procedure.3 *inappropriate quantity of colony: note: colonies on agar plates may vary considerably with respect to size, texture or viscosity, requiring adaptation of the technique for application. Even with automatic sample reshooting, an insufficient or excessive quantity of colony may result in failed spectra or in spectra of low quality. -applying an insufficient quantity of colony usually results in no spectra being acquired. -applying too much colony is the common cause of suboptimal performance of the system. If an excessive quantity of colony is applied, the cells may not suspend well in the matrix suspension. This hampers the extraction process and the subsequent crystal formation by the matrix. -applying too much colony to the vitek® ms-ds target slide position may lead to burnt spots caused by arcing inside the instrument. *inappropriate application of the matrix: important: make sure you always add 1 ¿l of vitek® ms-chca matrix to cover the entire microorganism deposit. If by mistake no matrix is added to a spot, no identification result will be obtained. Expected identification after investigation: candida glabrata. Conclusion based on the information above, this issue occurred due to a combination of factors. First, the instrument fine tuning had drifted and the data showed the spot preparation was not optimal. Additionally, during this investigation, field service replaced the linear detector, cleaned the ion optics, and performed an alignment verification. The customer stated that instrument performance is improved with no problems identifying yeast samples.